Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to authenticate and log in at tower door 1. All respiratory therapists were unable to log in to pull respiratory medications from tower door 1. An error stating unable to authenticate was displayed, despite all users having access to the medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.